Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -5.00/1.5/079 (sphere/cylinder/axis) was implanted into the patients right eye (od) on an unknown date. On (B)(6) 2022 the lens was exchanged for a longer length lens for an unknown reason. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5-the reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -5.0/1.5/079 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was implanted; removed and exchanged intra-operatively for a longer length lens due to low vault. The replacement lens resolved the problem. Cause reported as user error. "A wrong sized lens was ordered." H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).